Manufacturer narrative:
Updated data: d4 h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the patient's annular calcification contributed to the infold.

Event description:
It was reported that during a transcatheter heart valve procedure, during the first valve deployment, the valve failed to open, with a compressed appearance, and was recaptured. Upon redeployment, infolding of the valve was observed, leading to removal of the first valve. A pre-dilatation was performed using a 20 mm non-medtronic balloon under pacing at 180. The valve was checked and deployed without recapture at a height of 2 mm right coronary cusp (rcc) and 0 mm left coronary cusp (lcc). Echocardiogram control revealed a low gradient, moderate insufficiency, and a leak, prompting post-dilatation with a 23 mm non-medtronic balloon. A second valve was then loaded onto a new system and deployed at a height of 8 mm, with radiological and echocardiogram controls showing a minimal leak and low gradients. Peripheral access was closed. Additional information was received that per the physician, the patient's annular calcification contributed to the infold. Additional information was received that the regurgitation observed on both valves was paravalvular leak (pvl).

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID l-evprop23-29 (lot: 0012631051); product type: 0195-heart valves; product ID l-evprop23-29 (lot: 0012631051); product type: 0195-heart valves; product ID evproplus-26 (serial: k021149); product type: 0195-heart valves; implant date (B)(6) 2025 product ID d-evprop23-29 (lot: 0012117593); product type: 0195-heart valves; product ID l-evprop23-29 (lot: 0012526091); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure, during the first valve deployment, the valve failed to open, with a compressed appearance, and was recaptured. Upon redeployment, infolding of the valve was observed, leading to removal of the first valve. A pre-dilatation was performed using a 20 mm non-medtronic balloon under pacing at 180. The valve was checked and deployed without recapture at a height of 2 mm right coronary cusp (rcc) and 0 mm left coronary cusp (lcc). Echocardiogram control revealed a low gradient, moderate insufficiency, and a leak, prompting post-dilatation with a 23 mm non-medtronic balloon. A second valve was then loaded onto a new system and deployed at a height of 8 mm, with radiological and echocardiogram controls showing a minimal leak and low gradients. Peripheral access was closed.

Manufacturer narrative:
Image review: intraprocedural fluoroscopic images were provided for review. Patient¿s executive summary was not provided for anatomical review. Fluoroscopy valve load inspection was performed and confirmed a good load. A pre balloon aortic valvuloplasty was performed prior to the valve implant. It was reported that an infold occurred while attempting to implant the first valve and after one recapture. Images of the infold were not provided. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. A new valve was prepped, and fluoro load inspection confirmed a good load. The valve was released at a depth of 0mm on the non-coronary cusp. As stated in the instructions for use (IFU), the recommended target depth is 3 mm relative to the valve annulus. If the implant depth is1 mm or >5 mm, consider recapture. Caution: bioprosthesis implant depth 1 mm may contribute to an increased risk of prosthetic valve dislodgement during valve release, delivery catheter system (dcs) retrieval, or post-implant dilatation. A post implant dilatation was performed and the subsequent image revealed that the valve had dislodged to the level of the sinotubular junction. A second valve fluoroscopy load inspection confirmed a good load and was subsequently implanted with minimal evidence of aortic regurgitation/paravalvular leak. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.